Manufacturer narrative:
The investigation of product damage (detached inflow/outflow - great vessel) has been completed. The pump was not returned for investigation. As per the clinical information provided, the cannula was completely detached during removal of impella and was left floating in the heart chamber. Without the product, the failure could not be investigated. Therefore, the root cause of the product damage issue was not determined since the product was not returned for investigation. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25660 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4617 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25660 and was added.

Manufacturer narrative:
The impella device was not received from the customer. Abiomed representative was unable to retrieve the pump as the site retained the pump for evaluation by pathology. Therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device as elective placement for mechanical circulatory support (mcs) and at time of removal difficulty was encountered requiring surgical intervention. The patient was transferred from outside hospital and found to have severe aortic insufficiency with dilated ascending. The patient underwent aortic valve replacement/ascending with axillary impella 5.5 placement. After 15 days of mcs, the patient was taken the operating room of the impella removal. The patient was intubated and prepped. Impella 5.5 device was weaned to performance level p-2. And then turned off. Sutures were cut, the impella was attempted to be removed, and resistance was encountered. Multiple unsuccessful attempts were to get impella out of graft. While back force was being applied to remove impella catheter, it broke in half about 1mm above the motor housing. The cannula was free floating in left ventricle. Consequently, the patient underwent emergent sternotomy and cannulated for bypass. Heart arrested. Tube graft opened and impella was removed. The graft was closed., and the heart deaired. Intra-aortic balloon pump was placed and patient separated from bypass. The patient was reported to have survived the event and last known to be in critical condition.